Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the connection going into the recharger had broken off. The patient was unable to charge the recharger in the wall. The recharger was discharged and the patient was at 25% charged and was concerned about losing their stimulation therapy. It was further reported that the connector pin was pulled out of the device and the patient had been unable to charge their implant since. The patient had a little bit of a charge, but that did not last the weekend. The connector pin was damaged and broken. It was then reported that the patient had no charge in their implant since (B)(6)2017. The patient then stated that on their battery was a quarter charge, then 1/8 of a battery. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger information references the main component of the system. Other relevant device(s) are: product is: (B)(4), serial/lot #: (B)(4) , ubd:, UDI#:: conclusion code (B)(6) applies to the ins and conclusion code (B)(4) applies to the desktop charger. Method and results codes apply to the desktop charger. Analysis of the desktop charger (serial# (B)(4)) found the cable assembly had broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there were no changes that led to the battery being depleted, then having a quarter charge, and then 1/8 of a charge. The patient stated there was no replacement of a desktop charge, but they a part to their charging system (a desktop charger was sent). No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.